Event description:
Device diagnostic testing at office visit resulted in high impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. The pt reports no recent injury or trauma that may have damaged the vns therapy system and can still feel device stimulation. No adverse event was reported in conjunction with the high lead impedance condition. Previous device diagnostic performed approx four weeks prior was within normal limits, indicating proper device function at that time. Review of x-rays revealed potential break in the lead coil between two tie-downs in the neck area, but was inconclusive due to the quality of the films. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected. Revision surgery is likely.